Event description:
Same case as MDR ID # 2134265-2015-04858. It was reported that during a percutaneous coronary intervention, stent dislodgement occurred. Vascular access was gained via a trans-radial approach. The 90% stenosed target lesion was located in the severely tortuous and mildly calcified right coronary artery (rca). After crossing a guidewire to the lesion, pre-dilatation was performed with a balloon catheter and the lesion was observed optical coherence tomography (oct). A 3.5x32mm promus premier was deployed with the aid of a guidezilla extension catheter. Then the physician attempted to deploy the 4.0x24mm promus premier at the proximal end of the lesion, but resistance was encountered at the transition of the guidezilla. When the physician tried to deploy the stent despite resistance, the physician noticed that the stent was not found based on the angiography image. The physician checked and found that the stent was caught at the transition part of guidezilla. The devices were removed outside the patient successfully and the physician confirmed that the stent had been dislodged from the catheter and the transition part of guidezilla was kinked. The devices were exchanged with another guidezilla and a 3.5x24mm promus premier. The procedure was restarted, but the transition part of guidezilla was kinked again. The physician did not notice the kink of guidezilla and attempted to deploy promus premier 3.5x24. Then promus premier 3.5x24mm was caught at the transition part of guidezilla and the stent was deformed. After that, tfi (trans-femoral intervention) approach was obtained. A guiding catheter was exchanged and a 3.5x23mm non-bsc stent was deployed and the procedure was completed. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Updated: device evaluated by MFR., eval summary attached, method codes, results codes, conclusion codes. Device evaluated by manufacturer - the stent had moved off the balloon in a proximal direction and was returned for analysis proximal to the balloon on the outer shaft. A visual examination of the detached stent found the entire stent profile was damaged with severe damage noted to the distal portion of the stent. Based on the complaint report, the device analysis and the type of damage evident; it may be possible that the damage occurred during an attempt to advance the device under excessive resistance from the guide extension catheter. The bumper tip of the device showed signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter through the guide extension catheter. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the profile of the shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user/use error, this root cause is assigned due to the fact that this device is was advanced while resistance was experienced during device introduction. (B)(4).

Event description:
Same case as MDR ID # 2134265-2015-04858. It was reported that during a percutaneous coronary intervention, stent dislodgement occurred. Vascular access was gained via a trans-radial approach. The 90% stenosed target lesion was located in the severely tortuous and mildly calcified right coronary artery (rca). After crossing a guidewire to the lesion, pre-dilatation was performed with a balloon catheter and the lesion was observed optical coherence tomography (oct). A 3.5x32mm promus premier was deployed with the aid of a guidezilla extension catheter. Then the physician attempted to deploy the 4.0x24mm promus premier at the proximal end of the lesion, but resistance was encountered at the transition of the guidezilla. When the physician tried to deploy the stent despite resistance, the physician noticed that the stent was not found based on the angiography image. The physician checked and found that the stent was caught at the transition part of guidezilla. The devices were removed outside the patient successfully and the physician confirmed that the stent had been dislodged from the catheter and the transition part of guidezilla was kinked. The devices were exchanged with another guidezilla and a 3.5x24mm promus premier. The procedure was restarted, but the transition part of guidezilla was kinked again. The physician did not notice the kink of guidezilla and attempted to deploy promus premier 3.5x24. Then promus premier 3.5x24mm was caught at the transition part of guidezilla and the stent was deformed. After that, tfi (trans-femoral intervention) approach was obtained. A guiding catheter was exchanged and a 3.5x23mm non-bsc stent was deployed and the procedure was completed. No patient complications were reported and the patient status is good.

Manufacturer narrative:
(B)(4). Patient age at time of event: over 18 years old. Device is a combination product. (B)(4).